Event description:
Complainant alleged that during routine shift checks by a clinician, the device sometimes did not power up. The complainant indicated that there was no pt involvement in the reported malfunction.